Event description:
The customer received a blood glucose reading of 506mg/dl on the contour next link, re-tested on a different meter and the reading was 72mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned for evaluation. A new meter was sent to the customer.